Manufacturer narrative:
The t:slim g4 cartridge user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (471 mg/dl) with moderate ketones present. The customer went to the emergency room (ER) and insulin was administered via an insulin drip. The customer left the ER the same day (B)(6) 2016. It was indicated that the caused of the elevated bg levels were due to the infusion set was not tightly connected to luer lock connection causing insulin to leak from luer lock end.